Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the investigation results, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the laparoscope experienced an error message: "fog-free function error e104 - contact olympus". There were no reports of patient harm.